Manufacturer narrative:
Updated: a2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, there was no infold past the fourth node. Upon the first deployment attempt, the valve was recaptured. Upon 67% deployment of the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the fluoroscopic check did not show folding past node four. The recapture was performed after the first deployment attempt to adjust the valve position. A slight procedural delay occurred as a result of the infold as the system was replaced quickly. Per the physician, it was suspected that the patient's calcification was a contributing factor to the infold.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, there was no infold past the fourth node. Upon the first deployment attempt, the valve was recaptured. Upon 67% deployment of the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012441105); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.